Manufacturer narrative:
Tandem technical support performed a system check with the customer using the cartridge and the pump. The cartridge functioned as expected which suggests that the occlusion may have been associated with the infusion set or site. However, this could not be confirmed. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose (bg) level was over 600 mg/dl. The customer changed the infusion set. The customer was hospitalized for diabetic ketoacidosis on (B)(6) 2015. The customer was treated with insulin, saline and anti-nausea. The customer was discharged 2 days later. The customer was currently using manual insulin injections to manage diabetes.